Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-05256. (B)(6) clinical study. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2013, the patient presented with unstable angina as well as other objective evidence of ischemia and the index procedure was performed on the same day. Target lesion #1 was located in the distal left anterior descending artery (lad) with 70% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 28 mm study stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal lad extending up to the mid lad with 90% stenosis and was 34mm long, with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm study stent. Following post-dilatation, the residual stenosis was 0%. Three days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2017, the subject was diagnosed with acute mi and was hospitalized on the same day. Seven days later, coronary angiography was performed which revealed a stent thrombosis in the proximal and mid lad. On the same day, the mid lad extending up to the distal lad was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 50%. Two days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient presented with cardiac enzyme elevation. An ECG revealed anterior (septal) myocardial infarction (mi). Mi diagnosis was based on symptoms, biomarker elevation, ECG changes and angiography. In (B)(6) 2017, 100% stenosis noted in distal lad was treated with target vessel revascularization following which residual stenosis was 50%. An interventional procedure was performed in the target vessel, wherein a guide wire was used to push the drug eluting balloon stents.

Manufacturer narrative:
Upn- search corrected from (B)(4) - f/g,promus element plus,mr,ous 3.00 x 38 mm - 39184-3830 to (B)(4) - f/g,promus element plus,mr,ous 2.50 x 28 mm - 39184-2825. Upn corrected from (B)(4). Catalog/model # corrected from 39184-3830 to 39184-2825. Device lot number corrected from 0016140517 to 0016102651. Device expiration date corrected from 10/20/2014 to 10/08/2014. Device manufactured date corrected from 06/13/2013 to 05/27/2013. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-05256. (B)(6) clinical study. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2013, the patient presented with unstable angina as well as other objective evidence of ischemia and the index procedure was performed on the same day. Target lesion #1 was located in the distal left anterior descending artery (lad) with 70% stenosis and was 24 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 28 mm study stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal lad extending up to the mid lad with 90% stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm study stent. Following post-dilatation, the residual stenosis was 0%. Three days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2017, the subject was diagnosed with acute mi and was hospitalized on the same day. Seven days later, coronary angiography was performed which revealed a stent thrombosis in the proximal and mid lad. On the same day, the mid lad extending up to the distal lad was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 50%. Two days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that coronary angiography performed in (B)(6) 2017 revealed a 100% proximal to distal left anterior descending (lad) stenosis, and not a stent thrombosis in the proximal and mid lad as previously reported. The 100% stenosis noted in the proximal extending up to the distal lad which had previously placed study devices was treated with percutaneous coronary intervention.